Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing and a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board was replaced to address the issues. In addition of the above evaluation, the technician performed repair test, alarm checking, battery checking, run testing, and cleaning then confirmed the unit operated properly and software version was checked.